Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The internal needle breaks tmaik 18march2025. Additional information. See attached call from xxxx, when the patient put the pen into the needle network, the internal needle bent on several needles in the box. And another time the needle broke in the patient¿s stomach. The patient removed the piece of needle in the stomach. There is no treatment stoppage.